Event description:
As reported by the user facility: description of the patient event. Blood leaking down the machine from the venous monitoring line, the line was filled with blood to the transducer connection. The venous monitoring line was loose from the pod. There was blood pooling in the bottom portion of it. Blood returned to patient no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or photo were submitted to the manufacturer for evaluation. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. While the complaint is not confirmed, a potential root cause could be from the manufacturing machine, due to high pressure of return can stress the product and generate a perforation in the pod membrane. An approved project is in place to further address issues of this nature. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.